Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013 due to a lead break. It was later reported that the lead break was initially found on (B)(6) 2012. The patient¿s vns was disabled that day. X-rays were taken but it was reported that no lead discontinuities were found. It was stated that they were not available to send to the manufacturer for review. No patient manipulation or trauma occurred that caused or contributed to the event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.